Event description:
#Medwatcher #(B)(4). Get essure and while placing having too much pain after 1 month get into hospital with inflammation and chronic pain since then every day using ibuprofen to get through the day. Next week they take essure out by total hysterectomy. I'm having so much trouble cause of the nickel inside of the essure.